Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex (cx) artery. A 2.50 x 28 synergy&#10244;rug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the middle stent struts were damaged. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the entire distal portion of the crimped stent were damaged and stretched distally out over the distal markerband towards the distal tip of the device. This type of damage is consistent with the stent encountering resistance while withdrawing from the lesion site. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex (cx) artery. A 2.50 x 28 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the middle stent struts were damaged. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.